Event description:
Per pharmacist's narrative, pt reports pain, leakage, and bubbling with new pen needles. Reviewed proper injection technique and pt states he has done all of these things and is still having issues, especially with his higher dose lantus. Will request change to longer needle per pt's request as he no longer wants to use shorter pen needles. Pt would like to pick up if approved. Used pen needle as directed for insulin injection; 1 units - prn - sq: (B)(6) 2018 through (B)(6) 2018. Event abated after use stopped or dose reduced? Yes.